Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog® was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated in the ranges of 180-240 mg/dl. Elevated bgs were initially treated by administering a bolus using the pump. The customer then changed out the site and tubing next day, and bg levels dropped down to 137 mg/dl. The customer was advised about labeling, as they had been changing out the cartridge every 5 days, instead of every 3 days as recommended for use with novolog.